Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 and was rushed to the emergency room and admitted due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident but said it was over 1000mg/dl when they did the blood check. Customer got positive results in ketones test vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump, intravenous drip and manual injection. Customer also states that there was no sensor connected and auto mode was off but it keeps on suspending the basal said the customer was in the hospital because of diabetic ketoacidosis and she called on yesterday regarding that and the sensor. Customer declined to troubleshoot for high blood glucose due to past event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected suspend mode during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.